Manufacturer narrative:
The insulin pump was received with blank display due to broken and missing battery cap contact with a test battery cap. The insulin pump passed functional testing's including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump was received with normal operating currents and no unexpected off no power, low battery, failed battery test or battery out limit alarms noted. The insulin pump had cracked case at display window corner, minor scratched lcd window, broken reservoir tube lip and cracked reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received failed battery test, battery out limit alarm, and blank display. The customer's blood glucose level was unknown. Troubleshoot was conducted and device alarmed for failed battery test. The customer was advised the pump would be replaced and returned for analysis.